Event description:
It was reported that the flow/bubble sensor shows no flow. The failure occurred during maintenance. No harm to any person has been reported. Complaint ID: (B)(4). The related non-reportable "display cracked" failure for this cardiohelp is handled in the complaint (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was investigating the device on 2022-12-21. The flow bubble sensor was identified as defect. A new sensor was ordered and will be replaced as soon as possible. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A reference flow bubble sensor was used to confirm this function of the cardiohelp, since the new sensor was not available yet. The review of the non-conformities has been performed on 2022-12-23 for the period of 2018-03-06 to 2022-12-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-03-06. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the flow bubble sensor showed no flow. The failure occurred during maintenance. A getinge field service technician (fst) was investigating the device on (B)(6) 2023. The flow bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files analysis on (B)(6) 2023 does not show any malfunction of the cardiohelp or the arterial flow/bubble sensor. No exact root cause could be identified as also the affected sensor was not made available for further investigation. No visual defect were identified on the flow bubble sensor. According to the risk file of the cardiohelp device following root causes can lead to the reported failure: - influence due to other ultrasonic devices - bubble sensor not plugged but recognized - environmental influences (atmospheric pressure, temperature, humidity, overvoltage) according to the instruction for use (cardiohelp system, chapter 5.6.1 check before every application) all important functions of the cardiohelp have to be checked before use. In chapter 5.3.1 "connecting the combined flow/bubble sensor" is stated that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6) 2018 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-03-06. Based on the results the reported failure "flow bubble sensor showed no flow" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.